Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned after restarting the device. A philips service engineer inspected the system onsite and analyzed the log file. Analysis of the log file could not confirm the malfunction. Upon troubleshooting, it was identified that the cause of the issue was due to defective amc2 part. The philips engineer replaced amc triple servo drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry could not move. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.